Event description:
According to the pt's spouse, by phone: in 2004, the pt was diagnosed with an occluded carotid graft on the right side. The graft was implanted in 1994 to repair a damaged carotid caused by an accident. Carotid surgery is now planned to repair the occluded graft. The pt previously has had 4 left leg bypasses for occluded vessels and has been on coumadin. The spouse stated that the pt presently feels fine.